Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-05987 and 2134265-2015-06329. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled. However, it was noted that disconnect occurred. After reconnection, the pullback stopped several times. The imaging catheter was then exchanged with another of the same device. However, after exchanging, the pullback stopped halfway. Therefore, the motor drive unit five plus (mdu 5+) was exchanged with another of the same device to complete the procedure. No patient complications were reported and the patient status is good.